Manufacturer narrative:
Balloon: cat# 72402105; lot/serial# (B)(4); exp date: 09/09/2015. Pump: cat#: 72402287; lot/serial#: (B)(4); exp date: 04/28/2015. Balloon: (B)(6) 2010; pump: (B)(6) 2010. Analysis results indicate the cuff performed within specifications. The balloon rating was unsatisfactory. The balloon pressure tested at 80.7cm/h20. This balloon is rated at 91-100cm/h20. The pump rating was unsatisfactory. Resistor flow rate tested at 1.07ml/min. The specification is 1.3-1.6 ml/min. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported the pt had his artificial bowel sphincter (abs) explanted due to a pump malfunction. The pt had a new abs implanted on (B)(6) 2013. No additional pt complications were reported.